Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from (B)(6) of break in aseptic technique, common cold and peritonitis in a patient coincident with extraneal viaflex and physioneal 35 unknown bag therapies. On an unreported date, the patient experienced a break in aseptic technique and a common cold as manifested by a cough. On (B)(6) 2011, the patient experienced peritonitis as manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, remedial therapy began with vancomycin (2g, once, route not reported) and ceftazidime (1g, once daily, route not reported) until (B)(6) 2011. Action taken with extraneal and physioneal therapies was not reported. On (B)(6) 2011, the patient recovered from the peritonitis. It was not reported whether the events of break in aseptic technique and common cold resolved. The nurse stated that the event of peritonitis was severe and unrelated to extraneal and physioneal therapies. An opinion of causality was not reported for the events of break in aseptic technique and common cold.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr number (B)(4). The cause of the reported condition of peritonitis is use error- poor aseptic technique.